Manufacturer narrative:
The device was evaluated by ventec where the reported issue of an unresponsive touchscreen could not be confirmed. Ventec reviewed the device's electronic records, however, and observed data which indicated that a touchscreen lock-up did occur. Ventec then downloaded the latest version of device software which resolved the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the older device software version. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records.

Event description:
It was reported to ventec that the touchscreen on the device was unresponsive. There was no patient involvement associated with the reported event.